Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: mc1vr01-delsys fdc 22, fdp c3319, c50711, fdd c76126. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the leadless implantable pulse generator (ipg), the patient experienced a left femoral pseudo aneurysm. Approximately four months later, the patient experienced a pericardial effusion and was hospitalized. The leadless ipg remains in use. No further patient complications have been reported as a result of this event. The patient is enrolled in the post approval clinical cardiovascular clinical study

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient experienced pseudoaneurysm, not directly related to the leadless ipg implant but related to anesthesia monitor with arterial line and was resolved.